Event description:
It was reported that the patient experienced pacing inhibiting due to right ventricular lead noise. The lead exhibited multiple noise reversion episodes with high ventricular rates. Isometrics were performed at the clinic but the noise could not be reproduced. The device was reprogrammed and the sensitivity was adjusted. No additional information was reported.